Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.

Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the distal body worn out, the up pulley wire worn out, the suction channel kink, and the angulation-up angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the angle stuck occurred in the human body. Therefore, based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.